Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st test: 3.4. 2nd test: 3.2. 3rd test: 3.1. In addition, caller claimed nes error occurred.

Manufacturer narrative:
Nes error occurs when there is not enough sample applied to the test strips to fill the test area, and/or strip channel is blocked. Inratio precision data provided by end-user: first test inr = 3.4. Second test inr = 3.2. Third test inr = 3.1. Mean = 3.23 ; sd = 0.15; %cv = 4.7%. The %cv of 4.7% is less than 20%. Per internal procedure, the precision criteria is met. No product testing is required. No product is expected to be returned. No corrective action required, as no product deficiency was established.